Event description:
The rptr did meter to lab comparison tests, within 5 mins, in a fasting state. Rptr's meter reading was 174 mg/dl, and the lab result was 142 mg/dl. Rptr did not have any symptoms. On followup, the rptr stated that rptr's control solution tests are within range. No harm was alleged.